Manufacturer narrative:
Meridian bioscience canada, the instrument's contract manufacturer, completed a review of the instrument's raw data and system event reports. During this review, it was identified that the instrument aborted runs on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022, after error code "057-003" was presented. An additional aborted run occurred on (B)(6) 2022, after error code "058-003" was presented. These error codes ("057-003" and "058-003") are presented when the excitation result value is under a defined threshold for a specific channel. These error codes are indicative of a malfunctioning photomultiplier tube. When error codes 057 and 058 occurs, the revogene is at the end of the annealing step (no matter which cycle it happens). At that moment, the instrument is around 55-60°c.

Event description:
The customer reported that the instrument began aborting runs. Upon the first aborted patient run (on (B)(6) 2022), the customer noted that the instrument was "super-hot" inside of the lid. The customer then experienced an aborted patient run on (B)(6) 2022 and the noted the instrument was "unusually warm" on the inside of the lid. The instrument also aborted a patient run on (B)(6) 2022. Meridian became aware of this event on (B)(6) 2022. While no claims of injury or burns were reported with each occurrence, meridian has elected to submit this report out of an abundance of caution.